Event description:
When angio-seal was deployed and removed from patient, a piece of the plastic from the top sliding portion of the device was bent out 180 degrees from the device. On the inside of the device there is a green plastic mechanism that allows the the device to slide back and forth. It was thought that the device did not deploy correctly. Patient's pulses were checked on both legs and pressure held just to be sure. Patient recovered without any problems.